Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14084, 1627487-2021-14085, 1627487-2021-14086. It was reported that the patient had ineffective therapy due to lead migration after experiencing a fall, as a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced. Note: it is unknown which leads were explanted, as such all four leads are being reported.